Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (pelvic area)") and diabetes mellitus ("diabetes mellitus") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (((B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2007)) and psychiatric disorder nos. Previously administered products included for birth control: nuvaring from 2004 to 2005; for an unreported indication: mirena from 2005 to 2006. Concurrent conditions included obesity and nickel sensitivity. Concomitant products included medroxyprogesterone (depo provera) for birth control and glipizide and liraglutide (victoza) for diabetes. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced the first episode of back pain ("lower back pain (severe and persistent)") and allergy to metals ("allergic to nickel"). In 2010, the patient experienced diabetes mellitus (seriousness criterion medically significant). In 2012, the patient experienced abdominal distension ("bloating"), the second episode of back pain ("lower back pain"), arthralgia ("joint pain"), swelling ("swelling"), fatigue ("fatigue"), hypertension ("hypertension/ blood pressure improved"), headache ("severe headache (severe and persistent)"), weight increased ("weight gain"), menorrhagia ("heavy periods") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced fallopian tube cyst ("cysts in my fallopian tubes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), pain ("overall body pain") and mental disorder ("aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, tizanidine, antihypertensives and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, the last episode of back pain, swelling, fatigue, hypertension, myalgia and pain was resolving and the diabetes mellitus, arthralgia, headache, weight increased, menorrhagia, fallopian tube cyst, uterine enlargement, dysmenorrhoea, abdominal pain, allergy to metals and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, diabetes mellitus, dysmenorrhoea, fallopian tube cyst, fatigue, headache, hypertension, menorrhagia, mental disorder, myalgia, pain, pelvic pain, swelling, uterine enlargement, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). She underwent essure confirmation test three months after the placement and type of test was hysterosalpingogram (hsg) test most recent follow-up information incorporated above includes: on (B)(6) 2017: event deleted: injury nos, events were added per pfs: bloating, severe and persistent pelvic pain, lower back pain, overall body and joint pain, swelling, fatigue, blood pressure/hypertension, diabetes mellitus, severe headaches, weight gain, heavy periods, cysts in my fallopian tubes and an enlarged uterus, and dysmenorrhea and aggravated any psychiatric and/or psychological condition. She received treatment of victoza and glipizide for diabetes, bp medications for hypertension. Essure was removed via total hysterectomy. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain (pelvic area)") and diabetes mellitus ("diabetes mellitus") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 on (((B)(6) 2000,(B)(6) 2002,(B)(6) 2004,(B)(6) 2007)) and psychiatric disorder nos. Previously administered products included for birth control: nuvaring from 2004 to 2005; for an unreported indication: mirena from 2005 to 2006. Concurrent conditions included obesity and nickel sensitivity. Concomitant products included medroxyprogesterone (depo provera) for birth control and glipizide and liraglutide (victoza) for diabetes. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced the first episode of back pain ("lower back pain (severe and persistent)") and allergy to metals ("allergic to nickel"). In 2010, the patient experienced diabetes mellitus (seriousness criterion medically significant). In 2012, the patient experienced abdominal distension ("bloating"), the second episode of back pain ("lower back pain"), arthralgia ("joint pain"), swelling ("swelling"), fatigue ("fatigue"), hypertension ("hypertension/ blood pressure improved"), headache ("severe headache (severe and persistent)"), weight increased ("weight gain"), menorrhagia ("heavy periods") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube cyst ("cysts in my fallopian tubes"). On an unknown date, the patient experienced uterine enlargement ("enlarged uterus"), myalgia ("muscle pain"), abdominal pain ("abdominal pain"), pain ("overall body pain") and mental disorder ("aggravated any psychiatric and/or psychological condition"). The patient was treated with ibuprofen, tizanidine, antihypertensives and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal distension, the last episode of back pain, swelling, fatigue, hypertension and pain was resolving, the diabetes mellitus, headache, weight increased, menorrhagia, fallopian tube cyst, uterine enlargement, dysmenorrhoea, abdominal pain, allergy to metals and mental disorder outcome was unknown and the arthralgia and myalgia had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, diabetes mellitus, dysmenorrhoea, fallopian tube cyst, fatigue, headache, hypertension, menorrhagia, mental disorder, myalgia, pain, pelvic pain, swelling, uterine enlargement, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. She underwent essure confirmation test three months after the placement and type of test was hysterosalpingogram (hsg) test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Event outcome added muscle pain and joint pain was not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.